Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted due to low flow events getting less than 1 lpm with pump stoppage. The log file was mostly filled with low flow events. The cause was unclear. The pump stop occurred because the 14-volt batteries and ebb were allowed to drain completely, and the system controller clock reset to the default timestamp of (B)(6) 2000 at 0:00:00. Once power was restored, the pump returned to operating at the set speed. The controller¿s clock was reset (B)(6) 2024 at 14:35:00. It was noted there was clot in the outflow graft likely secondary to the pump stoppage. A pump exchange was done on (B)(6) 2024. It was unclear the reason for the low flow events, unless clot had been forming. The patient was doing well and would be discharged after obtaining a therapeutic international normalized ratio (inr).

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus cannot be confirmed through this investigation. Low flow alarms were confirmed via the evaluation of the submitted log files. A correlation between the heartmate 3 left ventricular assist system (lvas), the low flow alarms and suspected thrombus could not be conclusively established through this evaluation. It was reported that the patient had estimated pump flows below 1.0 liters per minute (lpm). The controller event log file contained events on (B)(6)2024 spanning approximately 12 hours. The first approximately 3.5 hours of the log file captured an active low flow alarm, with estimated pump flows typically ranging from 1.7 lpm to 2.2 lpm. At 06:59:47 a pump stoppage occurred in conjunction with a full battery depletion event (refer to (B)(4) for evaluation). Following the reconnection of the system to fully charged batteries, the pump ramped up to the set speed without issue and estimated pump flow typically ranged from 0.5 lpm to 1.0 lpm for the remainder of the log file, which was associated with an active low flow alarm. A specific cause for the low flows cannot be conclusively determined. The pump appeared to have been operating as intended at the set speed while connected to charged batteries. Per additional information, the patient ultimately underwent a pump exchange on (B)(6)2024 due to a clot in the outflow graft that was likely secondary to the pump stoppage. The cause of the low flows was unclear. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (rev. B) contains the following information: section 1 outlines potential adverse events, including thromboembolism, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 outlines system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 lists thromboembolism as a potential late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this section. Section 7 outlines visual/audible alarms, as well as the recommended actions to resolve them. No further information was provided. The manufacturer is closing the file on this event.